Event description:
It was reported the patient did not charge the ipg for eight months. As a result the ipg was depleted. The ipg was explanted and replaced. The patient's issue was resolved.

Manufacturer narrative:
The reported complaint that the ipg was depleted was not confirmed. As received, the ipg issued a low battery warning but successfully communicated with lab utilities to include a lab patient programmer. The ipg was fully charged on a lab model 3721 charging system in the requisite time without any issue noted. The ipg was tested to manufacturing specifications using ate and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Advisory: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.